Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The guide tooth of the lead was extrinsically damaged. The overlay tubing was kinked/buckled. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unstable and rising thresholds, and high pacing impedance. As well, it was noted that upon attempted lead revision, the helix would not re-extend for repositioning. After their three week post operation check up, it was discovered that the patient was flipping and twiddling their device. The lead was explanted and replaced, and the device remains in use. No further patient complications have been reported as a result of this event.